Event description:
Caller reported damage to the pump housing around the usb port, but it did not affect their ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued using their current pump despite the damage, and tandem technical support sent a replacement pump with updated software. Guidance was provided on using the new software and handling the pump's return process.